Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the metal locking wire dislodged while impacting the insert into the tibial baseplate.

Manufacturer narrative:
Explant, implant date updated. An event regarding difficulty assembling a scorpio insert to baseplate was reported. The event was confirmed. Device evaluation and results. The returned component demonstrated damage to the central cutout of the anterior locking feature. The locking wire was returned dissociated from the device. No other damages were noted on the returned device. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The exact root cause of the event could not be determined based on the information provided. Inspection of the device noted unusual damage to the anterior locking features however this damage provides no insight into the root cause.

Event description:
It was reported that the metal locking wire dislodged while impacting the insert into the tibial baseplate.